Manufacturer narrative:
The product associated with this reported event was not returned for examination. The investigation could not draw any conclusion regarding the reported event with the info available, however, although unavailable for evaluation, it would not be unreasonable to expect poly material wear after approx 15 yrs implanted. A search of the complaint database did not show any other reports against the reported lot code. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
While pt's shoulder was being revised to address pain from a fracture of her scapular spine, the poly glenoid component was found to be damaged and worn.